Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued an occlusion alarm while using a steel contact detach infusion set with 23-inch tubing, and delivery was initially resumed after confirming no visible kinks or bubbles before the issue was ultimately resolved by performing a full supply change; the event aligns with an obstruction of flow associated with the connector/coupler component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including testing fill tubing, conducting a dry run without supplies, and then replacing all supplies. Investigation of this case revealed findings consistent with a deformation problem contributing to obstruction of flow, localized to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.